Event description:
The customer stated, he was hospitalized for high blood glucose and the reading was 515 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.